Event description:
It was reported that during an unspecified treatment procedure, the balloon tore. The target lesion was located in the arteriovenous fistula in the arm. A 4.00 x 15mm flextome cutting balloon was placed over the wire. When the cutting balloon was inflated, it was noted to have ruptured and contrast came out of the end of the shaft. The cutting balloon was noted to be split and was located more proximal on the shaft. It was stated that the box the cutting balloon came in was severely damaged. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an unspecified treatment procedure, the balloon tore. The target lesion was located in the arteriovenous fistula in the arm. A 4.00 x 15mm flextome cutting balloon was placed over the wire. When the cutting balloon was inflated, it was noted to have ruptured and contrast came out of the end of the shaft. The cutting balloon was noted to be split and was located more proximal on the shaft. It was stated that the box the cutting balloon came in was severely damaged. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that the inner lumen was detached at the distal/tip bond. The distal edge of the inner was located 15cm proximally from the catheter tip. As the detached inner had moved proximally, the proximal marker was located 36cm from the tip in the outer lumen. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The dfu indicates the use of this device for dilatation of stenosis in coronary arteries; however, the complaint states this device was used in an arterial venous fistula in the arm. Additionally, the user did not prepare the device in accordance with the dfu. (B)(4).

Manufacturer narrative:
(B)(4).